Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address dislocation. A notch was found on the lateral edge of the neck; however, the components were reportedly in good position. The patient's weight and body build were given as the reason for the dislocation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Territory (B)(6) reports that the patient was revised to address dislocation. A notch was found on the lateral edge of the neck; however, the components were reportedly in good position. The patient's weight and body build were given as the reason for the dislocation. Doi (B)(6) 2009 - dor (B)(6) 2014 (left hip). Examination of the returned femoral stem, poly liner, and femoral head finds evidence to suggest dislocation and stem impingement. The acetabular cup was not returned to examine for matching damage. Implant positioning cannot be commented upon as patient x-rays were not provided. A search of the complaints databases finds no other reports against the product/lot code combinations. The search was not possible against the poly liner as the lot code was damaged during extraction. No further investigational inputs were made available to customer quality. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified.